Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon opened a laparoscopic cholecystectomy kit and after the procedure the rep noticed that the camera port trocar had a tear in the outer gasket. There was no consequence to the pt.